Manufacturer narrative:
The ventilator was investigated by our field service engineer. The o2 gas module was replaced. The ventilator passed all safety and functional tests and was cleared for clinical use. Simulated use test of the returned o2 gas module reproduced the described issue and the test reference ventilator generated alarms for low o2 concentration. Evaluation of the received device logs confirms the reported problem. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the failure was caused by an anomalous pcb (printed circuit board) inside the o2 gas module.

Event description:
It was reported that during pre-use check, the measured o2 gas supply pressure was too high. There was no patient involvement. Manufacturer's ref #: (B)(4).